Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, the customer experienced sweating and loss of consciousness. The customer was unable to self-treat, requiring treatment with juice and banana provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was de-cased and additional visual inspection has been completed, and no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.